Manufacturer narrative:
Event date is approximate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient thought the implant was making them sick. They had sharp stabbing pains where it was implanted, and they were sick to their stomach. It stimulated them even when it was off. Stimulation went into the buttocks, made their buttocks itch, and went to the top part of their thigh. This had been going on about three weeks or more. They thought the symptoms weren't related to the implant. When they received stimulation, they broke out in sweat. They were at the hospital yesterday and just got home this morning. They didn't know what was wrong with them. They lost lots of magnum, and they still kept pooping. They had the device for bowel incontinence and still had it. They had lost weight and lost their appetite. The patient was walked through the steps to check their current settings, and it was noted they were on program 1 at 1.6 volts and the stimulation was on. They thought the stimulation was off, and it was explained that the stimulation had been on the whole time. They were walked through how to turn off stimulation and advised to follow up with their healthcare provider.